Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery grasping ends of an ophthalmic forceps were not meeting or touching. The procedure was completed with another forceps. Patient harm was not reported. Additional information was requested.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The provided images show the lot information of the associated product as well as a the tip of the product with the bent forceps arms. However, the reported event could be confirmed. The product itself was not received at the investigation site for evaluation. Therefore, no further assessment is possible and the investigation is concluded without identifying the root cause. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. The concerned instrument was not provided to the investigation site. Therefore, the root cause for the customer complaint cannot be determined conclusively. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).